Manufacturer narrative:
(B)(4). D-4: this device is sold outside the us and therefore no gudid information exists. This device is considered similar to 00889024229655. D10: 154808, agc da 2000 femoral right 70mm, lot: unknown. 154814, agc da 2000 tibial tray 75mm, lot: unknown. G2 ¿ foreign ¿ austria. G-4: the reported product is not sold in the us, the pre-market submission number for the similar product sold in the us is FDA premarket submission number [?] Supplement number [?] K122745. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the revision of the bearing in the patient's right knee is planned for the beginning or middle of on (B)(6) 2026 due to component wear. The surgeon requested custom made bearing, size eight mm for the patient, as there is no commercially available option that can replace the worn component. According to the surgeon, removing the well-fixed tibial and femoral implants would result in a longer surgical and recovery time and more bone loss than a bearing replacement surgery. An estimated revision surgery timing was confirmed for of beginning or middle of on (B)(6) 2026. Attempts have been made and no further information has been provided.